Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were pear shaped and distal end closed. Three days post op, patient was returned to or and found to have a cystic duct leak. The leak was repaired by laparoscopically.